Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer ((fse) reported that the batteries were discharged as a result of the hybrid iabp being disconnected from the cart. The fse reinserted the iabp into the cart to begin battery charge. There was no problem found. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that, while in use on a patient, the intra-aortic balloon pump (iabp) turned off while connected on the batteries. There were no audible or visible alarms that generated. There was no patient injury or adverse event reported.